Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary refrigerator door was not open when trying to obtain medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had failed. A field service engineer (fse) found both micro switches on the remote manager for latch assembly discolored. The fse replaced both micro switches and verified proper operation through a hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.